Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to operate the universal surgical manipulator 2 (usm2) due to faulting with an error 307. The technical service engineer (tse) confirmed the error 307 and 40084 on the usm2. The customer disabled the usm2. The tse advised the customer to power cycle the system; the customer did so but the system could not restart normally and a usm1 was not started. The tse then saw an error 316 in the logs and had the customer hard power cycle the system. The system powered back on with an error 316 on the usm2. The customer disabled the usm2 for the case. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive obtained additional information. The system functionality checked upon powering on the system. The system initially powered on without errors. The procedure was completed robotically with original configuration with three arms (arm 2 was disabled). The patient information was not provided.

Manufacturer narrative:
The usm was analyzed. In remote fe, the 319 error was found indicating fault on the rolling loop, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an on-house system where the 319 error was triggered indicating fault on the rolling loop, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop was aba (applied behavior analysis) tested and was verified to be the source of the fault. The root cause is attributed to the rolling loop fiber in the usm. The issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.